Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the cartridge didn't open after firing on the tissue. The instrument had to be pried off of the tissue causing tissue damage and loss. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).